Event description:
It was reported the right ventricular (rv) lead had unstable thresholds one day post implant. The lead was attempted to be repositioned several times before the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism (sleeve head) and blood in/on the helix/lobe mechanism.